Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6)2014, upon removal of sensor pod, patient was unable to locate sensor wire. Patient stated he thinks he can "feel the sensor wire but is unsure." Technical support advised patient to monitor insertion site and consult physician if any signs or symptoms of infection or inflammation occur. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).